Manufacturer narrative:
A1-a5 patient information was not available. H11 livanova deutschland manufactures the s5 hlm gas blender, the event occurred in germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report about an error concerning the s5 hlm gas blender. The issue occurred during procedure. There is no report of patient injury.